Event description:
It was reported intra-operative testing revealed invalid contacts on the surgical scs lead ((B)(6)) the physician removed the surgical lead and completed the procedure using two percutaneous leads. The entire procedure took 3.5 hours to complete. It was noted that the patient did not suffer any adverse effects as a result of the procedure. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.